Manufacturer narrative:
As part of the troubleshooting process with the customer, the customer was instructed to shut off the tower, disconnect the scope, plug it back in, and boot up the tower again, to clean the contacts with 70% ethyl or isopropyl alcohol with a lint-free cloth, to reseat the communication cables going between the cv-190 and clv-190, and to swap out the suspect clv-190 with a known-good clv-190. The customer originally identified the light source as the source of the issue, but later believed the endoscope to be causing the error; however, the customer did not provide endoscope information upon request. The customer elected to have the device returned; however, the device has not yet been returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that, during preparation for use of the device prior to an unknown diagnostic procedure, their evis exera iii xenon light source device displayed a b30 scope communication error when connected to the cv-190 tower. The customer reported that the b30 error would come and go during troubleshooting as the scope was plugged in and unplugged in an attempt to resolve the error. The customer later clarified that the issue was specifically with the scope, and not with the tower or with the light source. The customer did not provide any endoscope product information upon request. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation it¿s likely the error code was not caused by the subject device. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.